Event description:
On (B)(6) 2013, the pt ((B)(6) male) underwent pancreatic pseudocyst drainage. Access of the target structure was performed with a navix access device. After the trocar puncture and catheter advancement into the pseudocyst for guidewire placement, the device was removed. During device removal, the balloon-bearing tip of the device disconnected. The nurse noted the tip was missing after removal. The catheter tip remained in the target stricture. The physician reported using a transduodenal approach (a more tortuous approach). Otherwise, nothing unusual was noted about this case, i.e., no problem entering the cyst over the trocar, or problem removing the navix catheter over wire. On x-ray, the tip with two radiopaque markers was seen inside the cyst. No attempt was made to remove the catheter tip, due to risk of leak (cyst was poorly adherent). A wallflex stent was placed in the cystgastrostomy. Pt was transferred back to an outside hospital the same day as the procedure. Catheter tip removal was planned in 2 weeks. Pt returned on pod 18 for successful removal of catheter tip and discharge.